Event description:
It was reported that while setting up for a breast biopsy with the ex holster, a message was received that the unit would not recognize the holster. There was no pt consequence reported. Case was completed using the core needle. Ex holster being returned for repair.

Manufacturer narrative:
Evaluation summary: the unit was received with minor scratches. The analysis site confirmed the customer complaint and found that excessive body fluids caused the transverse drive shaft and its surrounding components to be non functional. To correct the issue, the analysis site replaced the transverse drive shaft and the bushing. After servicing, the unit passed all qa testing procedures. Complaint info is trended on a regular basis to determine if further investigation is warranted.